Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4) evaluation summary: the condition of a colleague infusion pump with a malfunction of damaged battery was confirmed and duplicated. The quality engineer has determined that this condition is due to depleted main batteries. The main batteries and battery harness were replaced to resolve the reported problem. This is involving a pump with software version 5.08.92 which is categorized as a colleague p1.5. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered that a battery depleted alarm interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.